Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that there was metal debris coming from the device following sterilization. This did not occur during a surgical procedure. There were no adverse consequences reported.